Event description:
It was reported the patient had weight loss surgery and had lost almost (B)(6). It was reported the ipg had moved from her hip over next to her spine. The patient has had difficulty charging the ipg, the communicating with the programmer. It was reported the issue was intermittent. Attempts to determine the next course of action were unsuccessful.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.